Event description:
Staff reported an issue using nihon kohdens [nk] adult cap-one nasal adapter, part number yg-220t, during an upper endoscopy procedure interfering with the scope being able to enter the mouth without obstruction. There is a small scoop like protrusion from the bottom of that gets in the way of the scope but is used to help collect exaltation for the co2 monitor. Nk recommended removing the scoop, but staff believe this produces an inaccurate value.